Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 92 mg/dl, and the bg meter was reading 498 mg/dl. The patient was experiencing confusion and aggravation. The patient¿s wife treated the patient with novolog insulin. It was also reported that the patient decided to no longer wear the dexcom product due to this inaccuracy experience. The patient was ¿well and okay¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.